Manufacturer narrative:
Patient information is not available for reporting. Date of event: unknown. This report is for an unknown synthes locking compression plate/unknown lot. Part and lot number are unknown; UDI number is unknown. Implant date, explant date: unknown. Complainant part is not expected to be returned for manufacturer review/investigation. The (510k): unknown, as specific part and lot numbers for plate is not provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: pornrattanamaneewong c., narkbunnam r., chareancholvanich k. (2012) medial proximal tibial angle after medial opening wedge hto: a retrospective diagnostic test study. Indian journal of orthopaedics. Volume 46, number 5, pages 525-530. (Thailand). The aim of this study is to determine the optimal medial proximal tibial angle (mpta) with which to prevent recurrent varus deformity after medial opening wedge high tibial osteotomy (mowhto). Between january 2002 and april 2010 radiographs of 59 patients; 4 males and 55 females with a mean age of 54.4, a total of (71 knees), underwent mowhto using an unknown synthes tomofix or locking compression plates without bone grafts. The patients were evaluated for the change of the medial proximal tibial angle (mpta). Mpta was measured pre-op, then between one month and twelve months postoperatively. All patients were followed up at 1, 2, 3, 6, 9, and 12 months. Recurrent varus deformity was defined as less than 90° mpta at the 1 year follow up. Complications were reported as follows: one patient had displayed recurrent varus deformity at the one year follow-up. It is unknown if this patient underwent mowhto using an unknown synthes tomofix or locking compression plates this report is for an unknown synthes locking compression plate. This report is 2 of 2 for (B)(4).